Event description:
Customer reports back to back testing on his meter and a professional meter within 5 minutes. Customer's blood glucose measured 110 mg/dl on the aviva system and 275 mg/dl on the professional's meter. Level-one quality control was run and in range. No adverse event was reported. A requested was made for return of the suspect product and a replacement was sent.